Manufacturer narrative:
When received, the device had no power; the complaint of the trigger sticking was not duplicated. The trigger assembly had signs of a third party repair. The device was repaired and returned to the customer.

Event description:
It was reported that the trigger on the handpiece was sticking. It was starting and stopping during an emergency procedure. They completed the procedure successfully using a backup device. There was no medical intervention required and no delay in the procedure.